Event description:
Insertion by lead rn. Per rn, wire met some resistance, catheter advanced fine halfway, then met resistance (possibly in the intima). Could not remove the half advanced device, pulled with force to remove, catheter sheared, 1/2 retrieved by radiology (in sub q).

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The complaint of a break in the catheter is confirmed. Gross and microscopic examination of the catheter reveals a complete break in the catheter. Magnified views of the distal end of the catheter that is fixed on the guidewire reveals an irregular edge with a broken and rough veneer over approximately one-half of the circumference of the distal edge. The remainder of the circumference has a rounded edge with a glossy, smooth veneer. The mechanism of the break in the tubing is undetermined. The distal section of catheter tubing that contains the manufactured taper tip was not returned for eval. It is possible the break manifested itself after the catheter was partially perforated or cut by the introducer needle. During the placement procedure, the introducer needle may have initially perforated the catheter or during recannulation partially cut into the tubing wall during the placement procedure. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter.